Event description:
The o-ball portion of the mini implant broke off during implantation. The bone was very dense. Dentist placed an additional mini implant about 3mm away from broken implant. The original mini implant was ot explanted. Was instead cut down and the edges rounded and will osseointegrate and remain in the patient's mouth.